Event description:
While mapping, the left atrial appendage was perforated. The pt experienced a significant loss of blood; the blood pressure dropped and the echocardiogram showed blood in the pericardium. The case was aborted.